Manufacturer narrative:
Upon receipt at our (B)(4) laboratory analysis was unable to confirm the allegations from the field. The proximal end of the lead was returned severed at 247 millimeters (mm) from the terminal pin. There was dried body fluid throughout the entire lead lumen. The conductor coils were deformed at 143 mm and 200 mm from the terminal pin. The lead passed the continuity testing during analysis.

Manufacturer narrative:
This product has been returned and is currently undergoing analysis. Will update when information is received.

Event description:
Additional information received states that this lv lead was removed from service and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. A lead revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.